Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported he had a low and high blood glucose event. Customer stated his sensor readings have been inaccurate. On the night of (B)(6) 2014 customer stated his sensor reading was 185 mg/dl, but his blood glucose was actually 45 mg/dl. He treated with two tablespoons of peanut butter, juice, and a candy bar. After that, his blood glucose spiked to 330 mg/dl. The police were called to make sure he was fine. He treated with a manual injection. He was not admitted as a patient to a hospital. Customer declined troubleshooting for low and high blood glucose. Nothing further reported.